Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and the insulin gauge was inaccurate. Additionally, it was reported that the customer received an alarm saying, "delivery has stopped" and that the pump is "shutting down". There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.